Event description:
Based on a review of medical records provided by the pt's attorney: on (B)(6) 2003 - laparoscopic repair of spigelian ventral hernia with composix kugel mesh. Dense omental adhesions to the hernia and abdominal wall were noted. Dense adhesions of the transversalis fascia to the rectus muscle. The inferior epigastric artery experienced bleeding and was clipped during the procedure. The procedure was noted to be quite bloody and a fair amount of irrigation was required to remove enough blood for good visualization. On (B)(6) 2003 - exploration for post operative hemorrhage. Removal of composix kugel. It was noted that the mesh was removed due to the blood that was present and the ineffective positioning of the tacking stitches. On (B)(6) 2003 - office visit: pain at the left lower quadrant transverse incision site. No problem with this area other than tenderness. Pt had a fever.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are now submitting this MDR based on the additional info received. Based on the medical records provided, it appears that the pt condition following the implant procedure led to the second surgery. The operative report notes that the mesh was removed "due to the blood that was present and the ineffective positioning of the tacking stitches." There is no indication in the records provided that a device failure caused or contributed to the reported event. A mfg review was performed and did not find evidence of a mfg related cause for the reported event. Additionally, no sample has been returned for eval. Based on the info provided, no device failure has occurred.